Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty infusing and aspirating was determined to be inconclusive. One photograph of a groshong nxt proximal connector piece was returned for evaluation. An initial visual observation of the photograph showed a proximal connector piece. No damage or obvious use residue could be seen on the sample in the photograph. No other components were observed in the photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on (B)(6) 2025, at approximately 9:00 a.m., a nurse was administering meropenem to a recovering patient for anti-inflammatory purposes when the patient's family notified the nurse on duty of a micro pump alarm at approximately 9:30 a.m. The patient's family was notified of the alarm. Upon inspection, the patient's peripherally cannulated central venous catheter (PICC) was cosmetically intact and unbroken, but it was unable to pump back blood, and fluids could not be advanced during flushing. The nurse immediately replaced the PICC catheter accessory, pumped back blood, and confirmed that the catheter was back in place. No harm was caused to the patient.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.